Event description:
It was reported that the patient presented remotely. It was noted that remote transmissions from implantable cardiac monitor could not be transmitted due to possible premature battery depletion. No interventions were performed. The patient's condition was unknown.